Manufacturer narrative:
The device is currently not available for analysis. Based on the available device data there is no indication of a device malfunction. In particular the battery status is mol1 (middle of life) showing a normal and expected battery performance. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Biotronik was informed that the patient with this device passed away on the (B)(6) 2021. The initial information and more further details were received from the daughter of the patient. According to the daughter the official cause of death is cardiac arrest. This ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021. Biotronik has received no complaint about this device from the following physician or from the emergency unit which was providing resuscitation. The delay in reporting the event is caused by attempts to collect as much details as possible. The device is not available for analysis.